Event description:
It was reported that this right atrial (ra) lead exhibited high capture threshold and far-field oversensing from ventricular pacing. Technical services (ts) recommended programming changes to resolve. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high capture threshold and far-field oversensing from ventricular pacing. Technical services (ts) recommended programming changes to resolve. This lead remains in service. No adverse patient effects were reported. Additional information was received that this patient was experiencing symptoms and complaining of fatigue. Programming changes were made, and it was noted that there was possible loss of right atrial capture. Ts reviewed presenting electrograms (egm) and noted farfield ventricular pacing signals on the atrial channel and recommended programming changes. This lead remains in service. No additional adverse patient effects were reported.